Event description:
It was reported on (B)(6) 2011, that when the pt used the implantable neurostimulator that controlled the right side of the body, the pt's speech was effected. The stimulation was, then, turned off. It was reported that the cause of the reported event was due to the pt having had lead revisions performed in (B)(6) 2010, and (B)(6) 2010. There were no abnormal impedance measurements. Programming was done at levels to control the pt's tremors, caused slurred speech at certain voltages and pulse widths. The pt did not require hospitalization and there was no injury to the pt. It was reported that the pt still had concerns regarding the device or therapy, but was working to resolve the issue. The pt was to meet with the physician on (B)(6) 2011. Additional info was requested, but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Event description:
Further evaluation of the file indicated that portions of this event were also reported in manufacturer report # 3004209178-2012-03960. See this report for other pateint issues and subsequent lead revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was the superficial/medial placement of the lead component (per x-ray on (B)(6) 2011) of the implantable neurostimulator (ins) and difficulty controlling the patient¿ tremors. Reprogramming was attempted on (B)(6) 2011 with good ¿thresholds¿ on the right ventral intermediate nucleus (vim) and poor thresholds on the left vim (it was unclear of benefit would be sustainable given report it did not). A revision was recommended to the patient but they declined. No hospitalization was required for the event. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).